Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm during priming. The customer's blood glucose level at the time of the incident was unknown. The customer had a no delivery alarm and changed out site twice, but still getting no delivery. Troubleshoot was performed. The customer was advised to remain disconnected. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that the insulin did not exit and there was greater than normal resistance during plunger push. The reservoir will not be returned for analysis.